Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported that this issue occurred twice within the past month. Customer reported that the most recent no delivery alarm occurred during bolus. Customer reported that the no delivery alarm was resolved by a set change. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.